Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
Per social media search, it was reported that a patient had the following experience/concerns while undergoing treatment. Patient wanted to know if anyone else was on subcutaneous remodulin. Patient was inquiring about tips for dealing with the site pain - how to alleviate, or make it pass faster. Patient stated that they mostly take tylenol and be miserable for a week, but is uncertain how much longer they can go on like this. Patient tried a certain pain gel when treatment first started, but it seemed to just create a sticky mess without really helping. Patient stated that they tried ice on rare occasions but never sure if it actually reduces pain and/or whether the pain is worse as feeling returns. Patent asked if anyone knew of anything that would help. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing site address is unknown. Catalog number is unknown. Lot number is unknown. UDI information is unknown. Premarket (510k) number is unknown. No product information has been provided to date.